Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that insulin gauge displayed amount different than expected, showing zero units while caller expected 180 units, and difference was greater than 30 units on a previous day, though pump was not displaying issue at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact support again for troubleshooting if active fill estimate issue occurred in future, which caller acknowledged.